Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery in 2009. The surgeon reported that during the surgery, the raster pattern and associated side cut had moved 2mm inferiorly resulting in the decentration of the flap. The surgeon manually dissected a portion of the side cut with surgical scissors to access the stromal bed. He was then able to lift the flap and continue with the surgery. The pt was prescribed topical steroids outside the normal regimen. The pt's post-operative unaided vision as seen the following day was 20/20-1 on the right (od) eye and 20/25-1 on the left (os) eye, both (ou) eyes are 20/16.

Manufacturer narrative:
A field service engineer attended the site in 2009 in order to assess the physician's laser and identify a potential root cause for the decentered flap. The laser was evaluated and found to be within spec. The fse was not able to see or reproduce the problem. The system was rebooted and then, the surgeon proceeded to do surgeries in six more eyes, all of which were completed normally. Potential risk for epithelial ingrowth.